Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor was heating up fast and had an unusual noise. It was determined that this was due to a snapped drive shaft and loud motor bearings. It was also observed that locking mechanism components were damaged due to the snapped drive shaft. The assignable root cause was determined to be device wear from excessive force. This is further defined as device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the device evaluation has been updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the motor was heating up fast and had an unusual noise. It was determined that this was due to a snapped drive shaft and loud motor bearings. It was also observed that locking mechanism components were damaged due to the snapped drive shaft. The assignable root cause was determined to be device wear from excessive force. This is further defined as device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor died on the motor device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.